Event description:
It was reported to philips that the host pc failed to boot bios, and a blank monitor was observed on an allura xper fd10/10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the host pc. Further failure analysis is pending. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312)